Manufacturer narrative:
Calibration and controls were within specifications. Upon review of the alarm trace, sample clot alarms were observed. The investigation determined the issue is consistent with incorrect pre-analytic sample handling, causing contamination of the measuring cell.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys ft3 iii on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a ft3 value of > 50 pmol/l, which repeated as 3.48 pmol/l. The second sample initially resulted in a ft3 value of > 50 pmol/l, which repeated as 5.27 pmol/l. The ft3 reagent lot number was 510082. The reagent expiration date was requested, but not provided.